Event description:
It was reported to philips that the system's wired footswitch pedal was not working, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event and customer was performing planned treatment/ non-emergency treatment. The procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired foot switch was not working. Upon troubleshooting, fse found that the wired footswitch was causing problems when pressing the second pedal. After testing a borrowed wired foot switch, fse had the same problem. The wired foot switch from the cy-control room connection box was then tested, and it was found to be operating normally. After inspecting the system, it was found that the wire bundle tbcb cable was faulty. To resolve the issue, fse replaced the wire bundle with a tbcb (tariff based competitive bidding) cable. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a wired footswitch is not working occurs during a procedure, a warm/ fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. A wired footswitch not working issue which can be resolved by utilizing the design mitigations provided by the device (warm/ fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.